Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown robotic procedure on 09/15/2016 and the barbed suture was used. During the procedure, the suture broke when being handled by the robotic instrument and not near the swage site. The procedure was completed with other suture. There were no adverse patient consequences reported. The physician opined that the barbed suture cannot handle the same amount of tension that the vloc can.